Event description:
The patient presented with signs of an infection of the device pocket and the catheter tract with symptoms including fever, redness, swelling, and incisional wound opening. A culture of the device pocket was done. The results were not reported, but the patient did not have meningitis. The patient was treated with both IV and oral antibiotics and total device system explant. The infection resolved and there was no drug withdrawal. The patient had risk factors of debilitated status and urinary tract infections.